Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade iii).

Event description:
Healthcare professional reported left side rupture, "irregular contours attributed to linguine sign", capsular contracture (baker grade iii), "contoured bulges", "volume increase", "oval image slightly arched but well delimited contours identified... Consider it to be a cyst with thick content", and "breast pain and stiffness". The event of cyst was noted not to be related to the device. The device remains implanted.

Event description:
The device has been explanted.